Event description:
In 2008, the pt reported he spilled insulin into his infusion device. He stated he pulled the cartridge out incorrectly and spilled the entire cartridge of 315 units into the cartridge chamber. Proper removal of the cartridge was reviewed with the pt. The pt was advised to switch to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.